Event description:
The tps cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had exposed copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps cord was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had exposed copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by the repair technician. The potting had pulled away from the shielding, and copper wires were exposed. The device was scrapped by the manufacturer.